Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, image noise occurred due to damage to the electrical connector. The device evaluation found that residual liquid or foreign material came out of the channel tube/the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may be. There was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wiped and brushed with clean lint-free cloths/brushes/sponges, the air/water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the water supply volume did not meet the standard value due to the clogging of the nozzle, water tightness was lost due to a pinhole on the channel tube, a foggy image occurred due to damage on the charged coupled device unit, the connecting tube had a wrinkle/buckling/dent, the adhesive around the light guide lens had a white-clouded area, the objective lens had a crack, the adhesive around the objective lens was peeled, the universal cord was sticky, the up/down knob had corrosion, the forceps could not be inserted smoothly due to a dent on the channel tube, the electrical connector/scope connector/grip/scope cover/control unit were dirty due to water leakage, the water remove ability/air supply volume did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area/crack, the play of the up/down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, switch 2/3 did not work due to damage, the connecting tube had a scratch, and the protector of the universal cord on the control section had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had image noise. The issue occurred during preparation for use, the intended diagnostic procedure was completed with the same device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: residual liquid or foreign material came out of the channel tube/the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.